Manufacturer narrative:
The patient's age is reported to be "in her 40's." The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior prolapse repair procedure using an uphold vaginal support system, the physician could not disengage the needle from the capio cage after throwing the mesh leg assembly through the sacrospinous ligament. The needle then snapped off from the suture while outside the patient, and remained inside the capio cage. The physician did not use the uphold mesh; she completed the case with a uterosacral attachment with sutures, with no complications to the patient, who is reportedly "fine" post-procedure.